Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Additionally, data was received from the patient. A review of the downloaded data log did not find any errors related to the customer complaint.

Manufacturer narrative:
(B)(4).